Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds, noise and oversensing. Boston scientific technical services (ts) was consulted and noted episodes of myopotential in the logbook. Additional information was received that this lead exhibited low out of range pace impedance measurements. It is planned to perform a revision in the near future. Additional information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds, noise and oversensing. Boston scientific technical services (ts) was consulted and noted episodes of myopotential in the logbook. Additional information was received that this lead exhibited low out of range pace impedance measurements. It is planned to perform a revision in the near future. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported, that this right atrial (ra) lead. Exhibited high capture thresholds noise and oversensing. Boston scientific technical services (ts) was consulted. And noted episodes of myopotential in the log book. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this lead remains in service.